Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval. Eval summary - the device was discarded. The complaint could not be confirmed because no device was returned for analysis.

Event description:
It was reported by the rep that during an unk procedure, there was pneumoperitoneum leaking from the trocar. No additional info is available. Pt consequence was not reported. The device was discarded.